Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and determined that the cutter was broken and due to the angle of the break, it was determined that excessive lateral side to side force was applied. Therefore, the reported condition was confirmed. During review of the device manufacturing records for this device it was found that there were no anomalies that occurred during the manufacturing or processing of the device that would have been expected to cause or contribute to the reported event. The assignable root cause was determined to be due to excessive force which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 of the same event. It was reported that the during an unspecified surgical procedure, two cutter devices broke. During in-house engineering evaluation, it was determined that the cutter device had a broken tip. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There was patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.